Manufacturer narrative:
(B)(6).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported complaint of backup operation. The backup operation was due to multiple bit flips resulting in high current drain. A product code was downloaded and the generator exhibited normal device characteristics.